Event description:
It was reported that during implant attempt, when the physician tried to insert the stylet into the lead, the stylet could not be moved farther than 5 cm from the lead tip. The lead was not used. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor blood/fluid obstruction, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched; full lead returned and analyzed.